Event description:
It was reported that allegedly the inner needle of two biopsy needles was too long. Due to this, the physician was unable to obtain a tissue sample from the kidney. The pt had to return a second time for another procedure. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported for this lot for this issue to date. Two complaint samples were returned for eval. The devices were visually inspected and no apparent defects were noted. The stylets moved freely within the cannulas. The needles were each placed in a driver and it was noticed that there was a gap at the sample notch of one sample. It was also noted that it was possible to move the stylet back and fourth within the hub. The other sample had no exposed notches and the stylet was secure in the hub. The complaint is confirmed for one of the samples only, and the root cause is unk.